Event description:
It was reported that the air in line was unresponsive during testing. During the device evaluation, it was found that there was defective air detector which interrupt the therapy during patient use.

Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and found that there was downstream occlusion (dso) seal delaminated. The event history log was reviewed and there were no errors related to the customer complaint. During the functional testing, the customer reported issue was confirmed. The probable root cause was defective air detector. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.